Manufacturer narrative:
From available information, the issue was resolved with phone support from technical support engineer (tse). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. There is no return material authorization (RMA) associated with this complaint. Also, there is no evidence that an isi device caused or contributed to an adverse event. Furthermore, despite the follow-up good faith efforts from intuitive surgical, inc. (Isi), no response received from the customer with patient/event information or any indication that the involved vse instrument would be returned for evaluation. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A review of the site's system logs for the reported procedure date on (B)(6) 2022) was performed. Investigation revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of product and event verification via logs confirmed the occurrence of a unilateral inguinal hernia procedure by list console surgeon on (B)(6)2022 via system sk1850. On (B)(6) 2022, a review of the device logs for the cadiere forceps instrument (part#: 471049-8 / serial#: (B)(4) associated with this event was performed. Per this review of the logs, the cadiere forceps instrument was last used on (B)(6) 2022 via system sk1850. There were 16 uses remaining after this last usage. However, on 22-nov-2022, a review of the device logs for the cadiere forceps instrument (part#: 471049-8 / serial#: (B)(4) associated with this event revealed the cadiere forceps instrument was last used on (B)(6) 2022 via system sk5655. There were 14 uses remaining after this last usage. The instrument was still in use in subsequent procedures after the alleged event date on (B)(6) 2022) reported in this record. Based on this finding, it is believed that the cadiere forceps instrument is not broken and that it has been in use twice since this alleged instrument breakage. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the cadiere forceps instrument broke and it is unknown if a fragment fell inside the patient during a da vinci assisted procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported cadiere forceps instrument has broken and cannot be removed from the trocar. The technical support engineer (tse) assisted the customer with removing the instrument while it¿s still attaching to the universal surgical manipulator (usm). The customer was able to do so, and then removed the instrument from the usm after moved away from the patient. The customer was then redocking the arm and continuing with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Updated primary product material and unique device identifier (UDI) numbers.

Event description:
Refer to h10/h11 for follow-up information.